Manufacturer narrative:
Qc was acceptable on the day of the event. Based on the available data, a general reagent issue could be excluded. The alarm trace showed a liquid waste container is full alarm, system water container is low or empty alarm, tip tray is empty alarm, and sample could not be processed alarms. The field service engineer (fse) found that the measuring cell needed to be replaced and performed photomultiplier tube adjustment. All fluidic tubes of the measuring cell were replaced, the seal of the sipper tube and the o rings of the valves were replaced, the probe system tubes were checked and replaced, the mixing paddle was found to be bent and replaced, and a circuit board was replaced. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys vitamin d assay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial vitamin d result was greater than 70 ng/dl. The repeat result was 32 ng/dl. No questionable results were reported outside of the laboratory. The reagent lot is 00599988. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation is ongoing.